Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was performed. Customer reported no delivery alarm (past/resolved event). Issue was resolved. No harm requiring medical intervention was reported. Mmt-712ews was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No missing segment/partial display anomaly during testing. Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify device test failed, no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for motor error alarms anomaly complaint. Pump was cut and found moisture damage on the electronics, motor and vibrator assembly noted. The test p-cap/reservoir does lock into place. Unit had scratched case, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker, stained address/serial number label. No missing segment/partial display anomaly during testing. Unable to confirm no delivery alarm, device test failed due to motor error alarm. Motor error alarm during rewind due to corrode the motor home switch confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 - medical device problem code 2937 has been added with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.